Manufacturer narrative:
The customer did not return sample for evaluation. The customer's complaint history was reviewed and this is the first reported issue for this facility. The finished good lot specific to this event is not known; therefore, lot history and device history records (DHR) could not be reviewed. A root cause has not been identified. (B)(4).

Event description:
A nurse reported during a cataract extraction procedure with an intraocular lens implant (iol), the system turned off. The system was rebooted with a new cassette, but an error message displayed and the system locked. The procedure was converted to an extracapsular extraction with iol and the surgery was completed without further incident. There were no injuries to the patient; however, the procedure was delayed one hour.